Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neuro stimulator (ins) for complex reg pain syndrome type I and rsd/causalgia-complex regional pain syn. It was reported that the patient saw an elective replacement indicator (eri) message on their rechargeable ins. The patient had trouble syncing with their implant to recharge it. The patient clarified that they were getting the eri message. The patient reported that they met with a manufacturing representative (rep) and the rep explained the meaning of eri. The rep did an impedance test on the device and recommended the patient have the implant battery replaced. The patient said the rep showed her how to bypass the eri message and recommended they have the implant battery replaced. The patient requested physician listing as for her previous doctor was no longer practicing. Product service specialist (pss) provided patient with physician listings. The patient said they had 2 implants and the rep said that with the battery level of her other implant they may just replace both at the same time. The patient asked if pss had any information about which states cover getting 2 implants replaced at the same time. Pss recommended the patient ask her insurance company or the doctor's office as medtronic did not have that information. Pss recommended the patient to reach out to one of the physicians on the listing to discuss getting her implant replaced. No allegation of longevity but the patient mentioned they had troubles syncing with their recharger. No patient symptoms or complications were reported from this event. From this event. [Refer to manufacturer report 3004209178-2017-12602 for details pertaining to the reportable related event.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.